Event description:
It was reported that the system had intermittent video. This issue will cause the system to be unusable due to the intermittent loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.